Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient's friend/family member reported the patient had pain on their backside where the implant was. The stated it was in a bad spot and they couldn't lay on their back. The caller asked if this would change. They were redirected to their healthcare provider to discuss the issue. It was noted they had an appointment scheduled with their healthcare provider on (B)(6) 2019. No further complications were reported or anticipated.